Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient had a suspected percutaneous lead break. The log files showed that the patient had low speed operation alarms and power cable disconnect alarms. The patient received a percutaneous lead repair on (B)(6) 2013.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.